Event description:
In 2008, the patient reported that she was awoken by the infusion device alarming e4 (occlusion). She stated that she changed the infusion set and insulin cartridge. She stated that the infusion set appeared to be broken at the luer connection. The infusion device continued to alarm e4 during priming. She was able to prime the infusion set without error when disconnected from the infusion site. She changed the infusion site 2 times and continued to received e4 errors. The patient was instructed to perform the change cartridge procedure, and the infusion device continued to occlude while attached to the infusion site. She stated that the needle at the "pigtail" connection appeared to be bent and she felt some "resistance" while trying to connect the two pieces. The patient switched to a different type of infusion tubing and was able to prime without error. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.